Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient "stated unsterile not helping symptoms". The lead and ins were explanted. The issue was resolved at the time of the report. Additional information was received from a manufacturer representative. It was reported that the device was explanted because the patient wanted it out. The cause of the event was unknown. No further information was reported.